Event description:
The user complains about high friction when catheterizing and also had a bleeding after catheterization. He contacts his urologist, was diagnosed with an urinary tract infection and was prescribed antibiotics. The customer describes the urethral trauma as a consequence of the high friction when catheterizing.

Manufacturer narrative:
Batch documentation has been analyzed and show no abnormalities. We have no other complaints on this lot. The product was not available to be returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be received, a follow up report will be filed.